Event description:
It was reported that the fiber exhibited end firing during the procedure. The procedure was completed utilizing another fiber with no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface. Cap wear is a known inherent risk of device. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. In addition, analysis identified the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone. The fiber proximal to fracture can rotate independently of metal cap. This failure mode is indicative of a fracture beneath the metal cap. The outer flow tubing open end exhibits minor scratch marks, and signs of melting. Due to the observed glass cap proximal fracture, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. It is probable that a temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the fiber exhibited end firing during the procedure. The procedure was completed utilizing another fiber with no clinical consequences to the patient.